Event description:
During an endo-vascular procedure via brachial artery access we went to replace the introducer brite tip 5fr. X 11 cm to a cook flexor check-flo ansel 5fr. X 90cm introducer. After the device was prepped by flushing with the heparin/saline solution standardly used, the device was going to be loaded onto a 0.035 glide wire 300cm but was unable to because the dilator portion of the ansel introducer was damaged on the end. It looked as though it was chewed. The introducer comes with 2 sizes of dilators to use (0.038 and 0.018) and we needed to use the one that was damaged which was the 0.038 dilator because we had a large wire in the patient and couldn't lose wire access to switch to the smaller dilator. We subsequently opened another of the same 5fr. Ansel 90cm introducer to proceed. I only used the 0.038 dilator out of the new package and placed this in the 5fr. Outer portion of the introducer. We were then able to proceed as normal. The packaging and portion of the product that came damaged was saved.